Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. Although the definitive etiology of the serious adverse events is unknown, the pdrn reported the patient fell at home and was unable to ambulate to her bedroom for treatment on (B)(6) 2026 and performed a manual treatment the following morning. The pdrn noted the patient¿s peritoneal effluent fluid was clear prior to the patient¿s performance of a manual treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum and exit site. Staphylococcus epidermidis is commonly found in the mucus membranes, axillae, and on the skin of humans. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the pd registered nurse (pdrn) revealed that the patient reported experiencing cloudy peritoneal effluent fluid and was sent to the emergency room (ER) for evaluation on (B)(6) 2026. The patient reportedly fell at home (did not occur during treatment) on (B)(6) 2026, after which she was unable to ambulate to the bedroom to perform ccpd therapy and decided to perform a manual treatment the following morning (pdrn noted peritoneal effluent fluid clear prior to manual treatment). A peritoneal effluent fluid culture and cell count (wbc = 12,390 /mm3 and polymorphs = 93%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with a single dose of vancomycin (route, dosage not provided) and intravenous piggyback (ivpb) ceftazidime 1000 mg (duration not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis (date not provided), and the patient¿s vancomycin was discontinued. The patient continued to undergo ccpd therapy while hospitalized, however once the peritoneal effluent fluid cultures returned positive, it was advised that the patient¿s pd catheter (not a fresenius product) be removed. Additionally, the patient would reportedly be unable to continue ccpd at home, as her care partner would no longer be available to assist. Therefore, on (B)(6) 2026 the patient¿s pd catheter was removed, and the patient was discharged later the same day. The patient began outpatient hemodialysis (hd) on (B)(6) 2026 and is recovering from the serious adverse events. Per the pdrn, the definitive cause of the peritonitis is unknown, however there was no report a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way.